Event description:
The customer called to report that they were hospitalzied for high bgs. Troubleshooting was performed. The customer indicated that they received an error alarm and did not realize that their basal rates were erased.